Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a leak from a hole in the drain bag. The reported condition was verified. The cause of the condition could not be determined; however, due to the location of the hole, excess solvent at the y junction possibly caused the hole. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultra set disposable disconnect y-set leaked; further described as ¿fluid leakage while draining (solution has not been injected) due to bag damaged." This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.